Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The IFU also states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that venous closure of a femoral vein was attempted using a proglide device with a 12f sheath after a pulmonary vein isolation interventional procedure. Reportedly, after the lever was lowered to close the foot, the device was retracted to release the suture from the distal guide. As the suture limbs were pulled from the proximal guide the pre-tied monofilament knot was noted. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.